Event description:
It was reported that the patient had diaphragmatic stimulation from the right ventricular lead. The newly implanted device was programmed to an appropriate setting and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.